Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. High threshold measurements were also noted. As a result, a lead fracture was suspected. A revision for the rv lead will be scheduled as soon as possible. As a connection issue was suspected, the connection was checked and it was appropriate. The rv lead was removed from the device and reconnected, the high impedance measurements remained. As a result, the rv lead was surgically abandoned. The device yielded appropriate measurements with the new rv lead. No additional adverse patient effects were reported.